Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and inappropriate shocks. It was also noted that the pace impedance was less than 200 ohms. The lead was capped and abandoned and a new rv lead was successfully implanted. No additional adverse patient effects were reported.